Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that today they were recharging the ins and the ins was at 80% so they were going to turn the stimulation on since the ins battery was basically about dead before and when they pressed the white button on the top of the controller, the controller displayed error message system problem rm03; pt confirmed that they were still recharging the ins when the error message appeared. Pss walked the pt through resetting the controller. Upon completion of the controller reset, pss then had the pt start recharging the ins to ensure that the equipment would work as intended; pt stated that the controller indicated recharging, but that the charging quality was flashing between good and excellent. Pt stated that they had the rtm paddle positioned over the ins so that the hole in the rtm paddle was over the ins; pss reviewed rtm placement over the ins with the pt and had the pt reposition the rtm; pt then stated that poor recharge quality displayed. Pt confirmed that they had the rtm paddle directly on their skin and pt stated that the device doesn't work right. Pt mentioned that the ins was in their buttock right by their waistband area; pt stated that they positioned the rtm over the ins so that the paddle was further down on their butt cheek with the rtm wire up by their waistband, so the rtm cable was sticking straight up and down along their back; pt stated that with the rtm in that position the controller indicated recharging excellent, however with the rtm positioned any other way they get poor recharge quality. Pss asked the pt if the rtm was getting hot while recharging the ins; pt stated that sometimes the rtm does get a little warm while recharging the ins, but it's not heating excessively; pt stated that most of the time they will have their underwear or a t-shirt between their skin and the rtm paddle. Pt stated that this was their second rtm already since having the ins. Pt stated that sometimes it takes a couple hours and "awhile" to recharge the ins.

Manufacturer narrative:
Continuation of d10: product ID: 97755, lot# serial#: (B)(6), product type: recharger, section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.